Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. The applicator product was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Upon sensor removal on the same day it was inserted, the patient alleged the sensor wire detached from the sensor pod and remained in the skin, and she developed a foreign body infection. She stated she was hospitalized for infection treatment; however, no additional event details were provided regarding the hospitalization, including the dates, the treatment received, the healthcare provider involved, or any discharge and hospital information. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).